Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/inspections were performed, and the complaint could not be reproduced. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. .

Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the force bipolar instrument did not move. The hospital staff removed the instrument and saw that the jaw had popped off the hinge. Surgery staff indicated that no fragments broke off or fell into the patient. The procedure was completed with no reported injury.